Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of lr 125ml/hr with alaris tubing connected to a dial-a-flow. There was no problem with the flow until the nurse went to administer zofran, it was noted at this time that fluids were not infusing, able to flush at the hub of the site without difficulty. After priming dial-a flow, the nurse noticed that it still would not infuse. The balloon in the tubing was then found. Tubing changed out and there was no further difficulty in the infusion. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a bulge/balloon in the silicone segment below the upper fitment was confirmed. Visual examination observed that the silicone segment tubing had a balloon, discoloration, and was weakened near its upper portion just below the upper fitment. Functional testing was unable to replicate the ballooning. The root cause of ballooning silicone segment could not be determined.